Event description:
It was reported that a needle stick injury occurred with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter, "it was reported that the needle never retracted causing a needle stick to the user on the palm of the hand. Per email: I have the IV catheter that was used along with the lot number- 9130559. Employee was stuck by insyle IV catheter needle after an unsuccessful insertion of the IV. The needle of the IV never retracted and stuck employee in left palm of hand. The injured employee was followed by employee health. The post-exposure process involves a medical exam, an injury investigation, post-exposure labs analysis and post-exposure prophylactic medications if warranted. The employee will followed up with employee health as needed."

Manufacturer narrative:
Investigation summary: received a 24ga iag bc unit along with 2 pieces of top web (packaging) from lot number 9130559. The unit consisted of a fully retracted needle-barrel assembly and a needle cover. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: the unit was received with the needle fully retracted inside the safety barrel. The safety barrel revealed damage (cracks, breakage) at its bottom. The needle-hub-spring assembly did not reveal any physical mechanical damage. Functional: the needle was pushed into the out position. Then the white button was pressed, and the needle successfully retracted inside the safety barrel. Conclusion: indeterminate: although the defects stated on the event description could not be replicated in the laboratory, the damage found on the barrel could play a contributive factor for retraction failure and therefore stick injury. The source that caused the damage on the barrel is unknown and could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick injury occurred with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter, "it was reported that the needle never retracted causing a needle stick to the user on the palm of the hand. Per email: I have the IV catheter that was used along with the lot number- 9130559. Employee was stuck by insyle IV catheter needle after an unsuccessful insertion of the IV. The needle of the IV never retracted and stuck employee in left palm of hand. The injured employee was followed by employee health. The post-exposure process involves a medical exam, an injury investigation, post-exposure labs analysis and post-exposure prophylactic medications if warranted. The employee will followed up with employee health as needed."